Manufacturer narrative:
Additional information was received confirming this system did not delivery pacing therapy when it was required and the patient experienced greater than two seconds of asystole which resulted in a syncopal event. The system was removed from service and replaced. Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified the helix was extended and stretched. Resistance testing confirmed the electrical continuity of the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller who stated they will continue to troubleshoot the issues. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was not feeling well and went to the emergency room. Device evaluation showed loss of capture on the right ventricular (rv) channel and the lead safety switch (lss) had been triggered due to a pacing impedance measurement less than 200 ohms on the rv channel. The lead configuration was reprogrammed back to bipolar and the impedance measurement was in the 500 ohm range. It was noted that an episode had been stored due to noise which had been over sensed. The caller also reported the commanded threshold test showed capture and a low threshold measurement; however, the manual threshold test displayed a high threshold measurement. No adverse patient effects were reported.